Manufacturer narrative:
The customer reported that the multigas unit had inaccurate co2 readings. The readings were (B)(4)% when they should have been (B)(4)%. The customer was calling to get calibration procedures for testing purposes and declined any additional assistance with this issue. The calibration procedures were provided to them. No patient harm was reported.

Event description:
The customer reported that the multigas unit had inaccurate co2 readings. The readings were (B)(4)% when they should have been (B)(4)%.

Manufacturer narrative:
H10: additional narrative: the customer reported that they are getting high co2 readings. Service requested: the customer requested for obtaining calibration procedures for the multi gas unit. Service provided: nk ts provided the calibration documents to the customer. Investigation result: the root cause of the issue was determined to be user error. The customer was not performing the calibration process correctly. The multi-gas unit service manual advises the customer to perform the maintenance check every six months which involves the accuracy check with the calibration gas. The device was in use with a patient however there was no reported harm. This complaint record can be closed.

Event description:
The customer reported that the multigas unit had inaccurate co2 readings. The readings were 36% when they should have been 5%.

Manufacturer narrative:
H10: additional narrative: details of complaint: on (B)(6) 2018 customer biomed stated that their doctor reported co2 readings were off. Customer biomed wanted to verify this claim by performing calibration. The expected reading is 5% while the actual value was reading 36%. Customer verified the procedures for the calibration and insisted to follow the procedures on his own. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 12/20/2012. Service history shows that customer later reported gas unit was experiencing calibration issue under ticket (B)(4) on 7/10/2018. Under ticket (B)(4), the calibration issue was determined to be caused by sensor unit failure, cd-237p. As maintenance and usage information for the gas unit is not available, the root cause for the failed sensor cd-237p could not be determined. Device functioned as intended past the five-year warranty period. Investigation conclusion due to insufficient information available, the root cause sensor failure could not be determined.

Event description:
The customer reported that the multigas unit had inaccurate co2 readings. The readings were 36% when they should have been 5%.